Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer touchscreen was dysfunctional, displaying erratic behavior and the programmer screen was unable to be calibrated. It was noted the programmer was unable to connect to the universal serial bus (usb) printer. It was further noted the programmer had issues interrogating the patient's implantable device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer touchscreen was dysfunctional, displaying erratic behavior and unable to be calibrated. Analysis was additionally unable to confirm that the programmer was unable to connect to the universal serial bus (usb) printer or had issues interrogating the patient's implantable device. It was found during incoming functional tests that no fault was found with the touchscreen and calibration could be performed. Additional analysis showed the programmer was able to print using usb printer. No rf head was returned with the programmer. The programmer was able to successfully interrogate and program using a test rf head. The device passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.